Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) power cutout after 30-45 minutes of use. Vein was burned in-situ when being taken endoscopically. They had to take gsv from the other leg in order to do bypass.

Manufacturer narrative:
Trackwise ID # (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) power cutout after 30-45 minutes of use. This case was completed by opening a new kit and the equipment worked afterwards.